Event description:
During an amputation, initially the saw blade was in locked position; however, during the procedure, the saw blade dislodged out of the locked position. The switch did not grasp the blade, and this caused the blade to fly off and hit the assistant in the face shield. No injuries were noted.